Manufacturer narrative:
The device was returned for evaluation. However, reported allegation was not identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the evaluation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device lens was missing. The issue occurred during preparation for use and the procedure was transurethral resection of the prostate (turp). There were no reports of patient harm